Event description:
Patient reported experiencing raynaud¿s phenomenon, side unspecified. Patient additionally reported experiencing "a lump or thickening in or near the breast or in the underarm area," side unspecified. This file is for the left side. No indication of treatment or surgical reoperation. Later, healthcare professional reported capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown, raynaud¿s phenomenon. Reason for reoperation: xxxx.

Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr on 16-oct-2012 and 19-oct-2015.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV.